Event description:
Customer¿s parents reported son wearing a pod that is ¿clicking every 15 to 20 minutes.¿ they noticed condensation in the viewing window. Also reported, the cannula was kinked and not in the skin; bg was over 300 mg/dl. The pod was returned for evaluation.

Manufacturer narrative:
The product was returned for evaluation and found to be functioning as intended. No malfunction or product defect found that would have contributed to the customer¿s rising blood glucose levels. Cannula was inspected and no kink was found to have occurred while the device was in use. A dislodged cannula would likely interrupt insulin delivery and may lead to increased blood glucose, however, the lab evaluation cannot confirm this occurred and therefore no conclusion can be drawn. The omnipod¿s user guide warns to ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result.¿ the user guide also warns, ¿¿if you experience unexpected elevated blood glucose levels, change your pod.¿ the lot was reviewed and determined to have met all acceptance criteria.